Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml s/t bns had foreign matter. The following information was provided by the initial reporter: material #301028 lot #unknown (potential lot 5058273, 5058191). It was reported by customer that issue with syringes. Verbatim: rcc received a complaint via email. Email(s) attached. You were very helpful on our last identified issue with syringes in (B)(6) 2025. I am reaching out again as xxxxxxxxxx has identified issues with the product below. Pictures are attached of what xxxxxxxxxx is seeing. Issue #1: dry flaking material inside syringe barrel. Issue #2: rings around various parts of the syringe barrel. Issue #3: wet substance inside of syringes.

Manufacturer narrative:
Pr 11923612 - supplemental MDR/correction - foreign matter correction: lot number was provided. Correct lot number is 5058273. Device manufacture date: 02/27/2025 added to section d and h. Evaluation: one hundred and seventeen samples and six photos of 5 ml luer-lok syringes (part number 301028) were received and evaluated. Eighty-nine samples were found acceptable with no defects observed. Thirteen samples had missing scale markings, and ten had ink dots larger than acceptable limits. Three syringes had distorted stoppers positioned between the plunger rod and barrel. Additional defects included one syringe with brownish discoloration consistent with embedded foreign matter, and another with barrel damage and unknown dried foreign matter inside. Fourier transform infrared spectroscopy (ftir) analysis confirmed that both the wet and dry substances observed were silicone used in the manufacturing process. The photos supported these findings, showing syringes with dried foreign matter, ink stains, and silicone residue that was not pooling or stringing. The conditions observed are non-conforming per product specifications. Silicone has been used in this application for over 25 years, with an estimated distribution of over 30 billion units and no known reports of adverse clinical effects related to unintentional delivery of silicone fluid lubricant. Silicone is applied as a spray of particles to the inside of the barrel. However, it is unclear what storage or handling conditions the product was exposed to after leaving the manufacturing facility. It is possible that certain external conditions contributed to the attachment of silicone to the barrel walls, as observed in the photos. The potential root cause of the embedded foreign matter, stopper distortion, missing print, and damaged syringe defects is related to the molding process, while the ink spot defects are associated with the marking process. Furthermore, a device history record review was completed for provided lot number 5058273. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.